Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were confirmed through review of the event history log. This condition was found to be caused by a failed upstream sensor with fluid readings below specification. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump experienced upstream occlusion alarms in the medical surgical care area. It was also reported there was no patient involvement.